Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at u1 keypad assembly. Device was received with a cracked case near the corner of the belt clip rails on the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump continuously getting pump hardware low level failure alarm during self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.